Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the device involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from clevis and was not returned with the instrument. The crimp is approximately 0.032 x 0.046 in size. The clevis did not exhibit any damage or wear marks. Other cables at the wrist were not damaged. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis evaluation could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, the surgeon felt that the double fenestrated grasper instrument was difficult to control. The surgeon removed the instrument and noted a wire was loose and broken. The planned surgical procedure was completed and there was no report of fragments falling inside the patient, patient harm, adverse outcome or injury.